Event description:
The customer reported an erroneously elevated creatinine result, for one patient, involving the unicel dxc 600i synchron access clinical system. The erroneous result was released out of the laboratory. The customer was uncertain if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The physician questioned the result and requested a second sample collection for analysis. The sample was analyzed on the same instrument, which produced a lower, acceptable creatinine result that was issued to the physician. The customer indicated controls were within the established ranges prior to and after the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the level sense and solenoid valve for the collar wash. The fse also replaced associated reagent tubing. The fse completed crane alignments and cleaned the reaction wheel. The fse completed calibration, quality control (qc), and precision test. And all results were within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and alignments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.